Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6),,.. 2026, a 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The patient had an aortic valve angle of 40 degrees. Prior to the procedure, the patient had an episode of syncope, so the intervention was performed in an urgent basis. The patient had a high femoral bifurcation. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was implanted at a depth of 3mm on the non-coronary cusp (ncc) and popped up 10mm above the annulus; severe central regurgitation was also noted. Coronary arteries have become occluded, and the patient had a cardiac arrest; cardiac massage was performed for about 20 minutes. A second 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). It was noted that the patient was massaged during the second valve implant deployment and the leaflets were not closing as intended and therefore coronary arteries were completely blocked. There was no noted anatomical or tissue/calcium interference affecting expansion. The patient was deceased.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had an aortic valve angle of 40 degrees. Prior to the procedure, the patient had an episode of syncope, so the intervention was performed in an urgent basis. The patient had a high femoral bifurcation. Right femoral artery was selected as the access site. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was implanted at a depth of 3mm on the non-coronary cusp (ncc) and popped up 10mm above the annulus; severe central regurgitation was also noted. Coronary arteries have become occluded, and the patient had a cardiac arrest; cardiac massage was performed for about 20 minutes. A second 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). It was noted that the patient was massaged during the second valve implant deployment and the leaflets were not closing as intended. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 23mm, non-abbott balloon. No aortic insufficiency was noted. Inotropic support, intubation (iot) support and a 20-minute extracorporeal membrane oxygenation was given due to the refractory acr (unclear abbreviation). Coronary arteries were noted to be completely blocked. There was no noted anatomical or tissue/calcium interference affecting expansion. The physician's decided to stop the resuscitation and the patient was pronounced to be deceased.

Manufacturer narrative:
It was reported that the navitor device migrated and central regurgitation. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported device migration could not be determined. It is possible that procedural difficulties (device positioning) may contributed to reported migration. The observed regurgitation, cardiac arrest and coronary obstruction were cascading effect of valve migration. The reported unexpected medical intervention and surgical intervention were the results of case-specific circumstances, as CPR was performed and a second valve was implanted inside the index valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.